Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was giving a continuous tone and will not stop or respond after a battery change. The customer¿s blood glucose level was not provided at the time of the incident. The customer stated the keypad was unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage in keypad assembly noted. Inspected the lcd connector and no unlocked connector noted. Pump passed the self test and displacement test. No audio/beep anomaly, display anomaly or constant tone anomaly noted. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched and cracked display window, stained address/serial number label and missing end cap sticker.